Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced a low blood glucose episode after a missed meal announcement, with reports indicating lunch and dinner were not announced and the patient ate a large dinner. Symptoms included hypoglycemia. Outcomes included user education and troubleshooting with no alerts or alarms reported and no medical intervention required. Investigation included review of device reports and case discussion with the user. Investigation of this case revealed that the device functioned as designed and that the event was attributable to user error related to missed meal announcement. It was concluded, based on previously established findings for similar reports, that the cause was use error due to failure to announce meals.